Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions surgical procedure, the foot pedals were not responding normally when firing energy and swapping arms. The system logs review was performed and no associated errors were noted. A system power-cycle was recommended, but it was not performed at the time of the call. The procedure was continuing with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm). The system was verified and ready for use. The unit was analyzed and error was found, indicating the opto button on the gimbal, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where opto button calibration was found to be failing on the gimbal, replicating the reported event. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.